Event description:
A report was received that a pt was experiencing drainage from the incision site. The physician prescribed oral and topical antibiotics and believes that the infection is superficial. The device remains implanted and the pt is reportedly doing well.